Event description:
Reporter alleged obtaining a blood glucose result of 110mg/dl on the advantage system and was not experiencing any hyperglycemic or hypoglycemic symptoms during the time. Reporter stated he was found in a parking lot afterwards by a relative because he had passed out. Reporter indicated the relative gave him 4 glasses of orange juice, 6 packets of sugar, and chocolate. No other actions were reported taken or treatment received. A request was made for the return of the suspect device and replacement product was sent.